Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation revision with a 325cc mentor round saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, bilateral prosthesis replacement with a 400cc mentor memorygel breast implant (left), and a 375cc mentor memorygel breast implant (right), was performed on (B)(6) 2018.

Manufacturer narrative:
Device (a) was received at mentor without fluid. White material was observed within the device. Brown and white material were observed on the shell surface. During visual examination, mentor product analysis lab observed a line of shell wear on the anterior view that extended to the posterior view, suggesting in-vivo folding or creasing of the device. Two areas of siltex cracking were also discovered on the posterior view. In addition, an area of separated material was observed on the anterior view that extended to the posterior view, measuring 9.5 by 6.0 cm. Microscopic examination of the separated material edges gave no indication as to its cause. No anomalies were found. Device (b) contained no fluid. White and brown material were observed within the device. White and green material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring approximately 0.6 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, separated material, shell wear and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and an area of separated material were found on the reported devices. Nonetheless, a microscopic examination of the edges of the rent and separated material was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white, brown and green material observed. The device history record (DHR) of lot number 69021 was reviewed on 10/19/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).